Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed handle breakage. The break is located on the rod that connects to the lithotripsy cable. After a review of the device history record for this device, we can report that no discrepancies or anomamlies were observed. We were unable to conduct a sample test from this lot, because the devices were previously distributed. Conclusions: we were unable to conclusively determine a cause for this observation because the actual use conditions could not be duplicated in the laboratory setting. However, we can provide the following comments: breakage of the handle can occur if excessive pressure is applied to the device during use and/or general handling. The instructions for use state that the device is reusable if the device integrity is intact. The reusability of a device depends largely on the care of the device by the user. Factors involved in prolonging the life of the soehendra lithotriptor include, but are not limited to thorough cleaning following each use of the device. It is unknown how many times the affected device had been used prior to this occurrence. The instructions for use include the following cleaning directive: during cleaning, inspect the integrity and function of the device to determine advisability of reuse. If kinks, bends or breaks exist, do not use. Prior to distribution, all soehendra lithotriptor handles undergo visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time. Customer quality assurance will continue to monitor for complaint trends.

Event description:
A pt underwent mechanical lithotripsy to remove stones from the bile duct. While turning the soehendra lithotriptor handle, it broke. The physician was able to complete the procedure successfully with the same soehendra lithotriptor handle. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.